Event description:
A loud, explosive noise was heard from the cellex centrifuge chamber at 1417ml whole blood processed. Immediately turned the instrument off. Patient appeared stable and no complaints offered. Vital signs stable. Physician contacted and therakos notified.physician consulted and agreed that patient could receive ecp treatment on another instrument. Patient received a successful ecp treatment on another cellex instrument.